Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer stated she had high bgs (457-480 mg/dl) and no ketones while wearing a pod. She also stated that she had a viral infection and a severe cold. Deactivated pod and returned for evaluation.